Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted. The ipp cylinders were found to be torn. A new ipp was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted. The ipp cylinders were found to be torn. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
Additional information added for d4 model, lot number, and unique identifier. Additional information added on d6a implant date expiration date. Additional information added for c2 concomitant product, correction made to h6 device code. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.